Event description:
Ff/emt's responded to a pt, condition unk. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the crew waited for 500 to indicate shock/ no shock, but the device would not analyze the pt's rhythm. The reporter said there was no audible message or any indication that device was analyzing. A backup defibrillator was called for and used successfully. Pt outcome was not reported.

Manufacturer narrative:
Physio-control evaluated the device and could not replicate or confirm the reported problem. Physio also observed proper operation through functional and performance testing. Root cause for the reported problem could not be determined. The device was returned to the customer for use.